Manufacturer narrative:
Analysis of lead model 3778-45 lot # v815154034 showed no anomalies. Analysis of lead model 3778-45 lot # v938847038 showed no anomalies. Analysis of the both returned anchor accessory models 3550-39 showed no significant anomalies.

Event description:
It was reported that the leads and anchors were explanted. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3550-39, product type accessory product ID 3550-39, product type accessory product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
Additional information reported that the etiology of the event was not due to programming, although it was noted that it was related to the device therapy (but not related to the implant procedure). The date of final programming was reported as (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the system was not providing coverage to the patient¿s lower extremity as it previously had, and the patient reported increased lower extremity pain. The patient continued to receive excellent pain relief in her back. The patient was reprogrammedtwice without achieving improved coverage. It was reported that as of (B)(6), the patient was doing well and reported pain relief to all areas of pain. It was later noted that the patient had been reprogrammed on (B)(6) 2013 and (B)(6) 2013. The leads were replaced on (B)(6) 2013. The patient outcome was reported as resolved without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.